Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experiences uncomfortable stimulation when the scs system is turned off. X-rays revealed no anomalies. System diagnostics revealed two contacts have invalid impedances. It is suspected the ipg is impinging on a nerve. The patient has been scheduled for a full system explant. Note the patient received two leads from the same lot number.